Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not recharged her ipg as recommended. In turn, the charging system and programmer have been unable to communicate with the ipg due to it being inoperable. Troubleshooting to provide resolution was unsuccessful. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number is included in field advisories. UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.